Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.